Event description:
I had breast implants 6 years ago and they caused severe joint pain, anxiety, gerd. I have also dx with kidney cancer just 6 months after I had them and also had to have my gallbladder removed. FDA safety report ID # (B)(4).